Event description:
Co received a medwatch report from the customer. They reported that the alarm failed to alert the monitor technician of pt status. The customer claimed that it appears to be a user error.